Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Patient experienced coughing and hemoptysis during the final phase of cardiomems implant. Suction was used to reduce the amount of residual blood. Fluoroscopy was used to attempt to identify the bleeding source, but no source was found. Coughing/bleeding continued, and further evaluation with cta was performed. Patient was admitted to the intensive care unit for intubation and further monitoring.